Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011. The lead fell out of the atrial appendage and could not be re-attached so the doctor put a new lead in. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).